Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an error on the pump from calibrating. Customer states the readings are off. Customer also states the sensors are not lasting the full length of time described. Customer is requesting a box of sensors to get him to the next order. The customer's blood glucose level was 130mg/dl. Troubleshooting was conducted and no alert was found on calibration attempt. It was found that customer is not experiencing intermittent call error alerts. Customer was advised that two sensors could be sent out. Customer was advised to call back if trouble shooting was further needed.